Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a noisy image, the light guide cover glass was sticky, and the forceps cannot be inserted smoothly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had a noisy image, the light guide cover glass was sticky, and the forceps cannot be inserted smoothly. Based on the results of the investigation, the root cause of the noisy image was due to damage on charged coupled device unit. Based on the results of the investigation, the root cause of the light guide cover glass was sticky cannot be determined. Olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. Based on the results of the investigation, the root cause of the forceps cannot be inserted smoothly due to damage on the channel tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.